Event description:
Event description cpi received information that during a routine battery replacement of an implantable cardioverter defibrillator (ICD) the physician elected to remove the lead adaptor (6021) at the same time. There was no complaint against the adaptor. This is being entered due to lab analysis.